Event description:
It was reported that the device would not go into stand-by mode. It is also documented that an air inlet filter was replaced, noting the old one was very dirty. The device was not in patient use at the time of the reported event and there were no reports of patient or user harm or injury. This prompted biomed to contact philips technical service. The remote service engineer (rse) guided biomed through troubleshooting using the v60 service manual. First, by performing a flow sensor zero calibration test which failed as it read -230 and it should read -1 to 1. That said, the rse provided biomed with part number for the flow sensor assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received from the customer's biomed, indicating he replaced the air flow sensor, and that resolved the issue of the device not going into stand-by mode. The device was brought back to specifications after the air flow sensor was replaced.